Event description:
Additional information was received that there was suspected lead damage from the healthcare provider.

Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been completed. The patient is stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.